Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. The attached photo showed the used syringe with some blood leakage behind the filter on the end of the rod. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5097395. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd preset¿ syringe with attached needle after successfully blood collecting, the blood passed the stopper and caused blood leakage. No injury or medical intervention reported.